Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  patient was in the office (B)(6) 2014 for interstim check. Complaining that interstim not working properly as one day to the next she will alternate from having control to none at all. Her urine showed positive for infection so no adjustments made at this visit. Also having trouble with patient programmer. Not turning off unless batteries are removed. Device checked and showed implant had been off. Turned stim back on and bonded a new patient programmer to implant. Re-programmed. In office (B)(6) 2014 for interstim check; patient happy with her settings. Requested no changes to be made. Reported she was happy with settings. Did not want anything changed. Indicate the relationship of the event to the device or therapy: related / indicate the relationship of the event to the implant procedure: not related /  programming/stimulation  not due to programming specify final programming date and time for most recent interrogation prior to event: (B)(6) 2014. Device interrogation/device data specify results: normal but device found to be off date of test: (B)(6) 2014 / device interrogation/device data specify results: normal date of test: (B)(6) 2014 / diagnostic type: resolved without sequelae (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.